Event description:
The surgeon reported a questionable intraocular infection/intraocular inflammation/severe uveitis/suspected sterile endophthalmitis at approximately three days postoperative. The lens remains implanted. The pt's prognosis was good at last report. The physician reported visual acuity at last report as 20/40+. The cause of the intraocular infection/intraocular inflammation/severe uveitis/sterile endophthalmitis is unknown at this time. This MDR report is sent because the product was used in the surgery.